Event description:
The manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the internal battery was not charging. The power management pca, flow sensor assembly, sensor pca, and motor blower assembly were replaced. The following parts were replaced regarding the fco, exhaust fan assembly, 43 micron filter, and pollen filter. The device passed all tests.

Manufacturer narrative:
Previously reported: the manufacturer received information alleging a ventilator required maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the error log indicated the internal battery was not charging. The power management pca, flow sensor assembly, sensor pca, and motor blower assembly were replaced. The following parts were replaced regarding the fco, exhaust fan assembly, 43 micron filter, and pollen filter. The device passed all tests. New information: the power management pca and sensor pca were returned to the philips investigation lab (pil) for further evaluation. The power management pca was tested, and the component functioned as designed. The reported error codes were not duplicated, however the pil did confirm the failed test step during power source post testing. It has been determined that the power mgt pca underlying issue of test failure at the pil is due to stray current paths. After review, no further investigation of the sensor pca is deemed necessary by the product investigation lab. The sensor pca was replaced, and the software version was confirmed as 14.1.03. The components were scrapped.